Manufacturer narrative:
A verathon complaints specialist evaluated the video provided by the customer and was able to verify the reported image issue. The complaints specialist spoke to the facilities' biomedical engineering department representative to gather additional information. The biomed stated that when the device was retested, proper device operation was observed. Since the biomed was unable to duplicate the reported image issue, he declined to have the device returned to verathon for evaluation, and the device was re-deployed for use. They believe the issue was likely with one of their titanium video cables, and not the monitor. As a precaution the customer elected to purchase replacement cables. At this time, the cause of the reported issue could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm video monitor and glidescope titanium lopro t3 blade, the image would disappear intermittently and show green lines. No delay in the procedure, use of a backup device, or harm to the patient or user was reported. The biomedical engineering department evaluated the system after the event and they were able to isolate the reported issue to the video monitor.